Event description:
Healthcare professional reported implantation of seri during abdominoplasty surgery on (B)(6) 2014 to "reinforce a muscle plication." Three months following surgery, pt presented with "two red bulges" at the implant site. Exploratory surgery was performed on (B)(6) 2014, and during surgery, physician noted "the tissue under the mesh were inflamed" and the "mesh never adhered, and was rubbing on the tissues instead." Seri was then fully explanted. Physician reports the "wound is still healing."

Manufacturer narrative:
Explanted device was returned, however, was discarded by the device analysis lab due to microbial growth development in shipment. Further info from the reporter regarding the event and product details has been requested. No additional info is available at this time. The events of inflammation and inadequate tissue ingrowth are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events. These events are being reported because intervention was required, although device-relatedness has not been established.